Event description:
The customer reported that paddles testing failed. Philips provided technical support and the customer cleaned the paddle set and then the paddle set passed all testing.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.